Manufacturer narrative:
D10 concomitant medical product: 030454, 030454 endo gia r/or 45 2.5mm, (lot# t1a091x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, while on tissue resection, the doctor found that two consecutive stapler reloads fell off and broke, which seriously affected the progress of the operation. The subsequent doctor could only suture manually with sutures, and the operation went smoothly.